Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the issue. The fse found that the hard disk drive (hdd) bay failed and did not recognize the hdd. Log file analysis identified an issue with the system¿s flexvision-pc. The issue was solved by the fse who replaced the flexvision-pc. Part failure analysis confirmed that the hdd bay of the flexvision-pc was defective. After the flexvision-pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.